Event description:
The customer reported the system locked up. After sending images, the post processing was disabled. No pt injury was reported.

Manufacturer narrative:
The field service rep determined that a software revision is necessary to fix the problem. The total number of events being summarized is 2102. Please note the mdrs associated with the report are filed late in response to the remediation efforts of ge healthcare. This report is filed under the FDA's retrospective summary report.